Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that, customer experienced hyperglycemia and blood glucose value at the time of incident was 278 mg/dl. No harm and other symptoms related to hyperglycemic event was reported. Troubleshooting was performed and the auto mode feature of the insulin pump was active at time of event. It was unknown that, customer will discontinue use of the device or not. Insulin pump will not be returned for analysis.